Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep removed a broken key from the keyswitch and replaced with the back up key. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up due to keyswitch problems. No pt injury was reported.